Manufacturer narrative:
H3/h6: the suspected device was returned for evaluation. No issues were found in the event history log (ehl). The device was visually inspected. A functional test was performed, and the defective latch/lock sensor was identified. The reported complaint was confirmed. As a result, the latch/lock sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repaired.

Event description:
It was reported that whenever the cassette is attached, it will not register that there is a cassette. Also needs maintenance on rubber gasket. Specific error codes associated with issue: "cassette not locked." There was no patient involvement/ no adverse event reported. Evaluation of the returned device identified a defective latch/lock sensor, and confirmed the reported issue.